Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1817101) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon pulled through on pull back loss of pressure, there was no leak in the balloon. Therefore, the sealant did not deploy. There was no reported patient injury. Hemostasis was achieved by manual compression 30 min or less and patient recovered. Initially, this was a diagnostic coronary procedure. The vessel type was femoral arterial. A 5f sheath was used on the procedure. The stick location was medium. The user did not shuttle down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The balloon lost pressure at the second stop (arteriotomy). The stopcock was opened when balloon was at arteriotomy. There was no resistance while pulling back. A pre-procedure femoral angiogram was performed. There was no pvd/calcium present. The patient recovered. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. It was a good common femoral artery (cfa) stick. The mynx vcd was prepped according to the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel level of tortuosity was none. The stick location was the common femoral artery (cfa). The balloon lost pressure during patient use. The balloon lost pressure upon inflation at the second stop. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was minor presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression in 15-20 minutes or less. The patient's hospitalization was not extended as a result of the event. The patient has recovered. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) pulled through on pull back loss of pressure; however, there was no leak in the balloon. Therefore, the sealant was not deployed. There was no reported patient injury. Hemostasis was achieved by manual compression 30 min or less/ and patient recovered. Initially, this was a diagnostic coronary procedure. The vessel type was the femoral artery. A 5f sheath was used on the procedure. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. It was a good common femoral artery (cfa) stick. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel level of tortuosity was none. The stick location was the common femoral artery (cfa). The mynx vcd was prepped according to the instructions for use (IFU). The stick location was medium. The user did not shuttle down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The balloon lost pressure during patient use. The balloon lost pressure at the second stop (arteriotomy). The stopcock was opened when balloon was at arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no resistance while pulling back. There was no visible damage in distal end of the sheath after removal. There was minor presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression in 15-20 minutes or less. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was observed on the catheter, fully pulled up against the shuttle handle. The syringe was connected to the device as received. The sealant was swollen and protruded out from shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge tubing. The condition of the returned device does match the description of the reported incident. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator, mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. The balloon inflation/deflation time and inflation indicator pressure release specifications were also noted to be within the specification. Visual inspection at high magnification found no saline in the balloon of the returned device. The condition of the returned device indicated that the balloon was not purged of air during the preparation phase. A device history record (DHR) review of lot f1817101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted. However, since there was no saline noted in the device, the issue experienced is most likely a ¿balloon pull through.¿ the exact root cause of the reported incident could not be conclusively determined. Based on the information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of saline in the inflation lumen and exposure to blood. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.